Manufacturer narrative:
As reported, patient had subcutaneous emphysema post usage of progel. Based on the information provided, no conclusions can be made as to the degree to which the progel used in the procedure may have caused or contributed to the postoperative complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd."

Event description:
As reported, the surgeon responded to the sales rep's follow up on her experience using the product progel. The surgeon explained that during the summer in 2024 after use of progel she had a patient who post operatively experienced subcutaneous emphysema. The surgeon did not provide any more detail about the specific case.

Manufacturer narrative:
As reported, the patient developed subcutaneous emphysema post usage of progel. The subject device was not returned for evaluation. The most probable cause me be the inadvertently clogging of a tube by the surgeon. Based on the information provided, no conclusion can be made as to what if any extent the progel caused or contributed to post operative subcutaneous emphysema. Addendum: h11: this supplemental MDR is submitted to correct the describe event or problem, imdrf annex e and imdrf annex b code. The adverse reactions section of the instructions-for-use, supplied with the device identifies subcutaneous emphysema as a possible complication. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, progel clogged a tube, and the patient ended up having significant subcutaneous emphysema. The surgeon explained that during the summer in (B)(6) 2024 after use of progel she had a patient who post operatively experienced subcutaneous emphysema. The surgeon did not provide any more detail about the specific case.